Event description:
A nurse reported that a ptbegan coumadin in jul, 1994 following a cva (cerebrovascular accident). On 1/3/95, his dosage was 7.5 mg qd alternating with 10 mg qd. On 1/9/95, coumadin dosage was 10 mg qd. Pt (prothrombin time) has been stable at 18.8-20.9. On 1/16/95, pt was 23.1 using a coumatrak protime test system in the physician's office. Coumadin dosage was not changed. On 1/19/95, the pt returned to the physician's office because he felt ill and had noticed his stool becoming darkerand finally black. Pt was 13.4 on the coumatrak monitor. A blood sample was sent to a laboratory which reported a pt of 26. On the evening of 1/19/95, the pt was hospitalized with a gi (gastroinstestinal) bleed. Hgb (hemoglobin) was noted to be 11.4. The last pt evaluated on 1/19/95 had a pt of 15.6 using the coumatrak monitor. The nurse felt the coumatrak monitor was not accutee. Proper technique and use of controls were confirmed. The nurse noted that an original monitor had been replaced on 1/13/95. The cuurent report concerns the replacement monitorr which will be returned to the manufacturer.